Event description:
Customer's spouse reported via phone, customer had experienced low blood glucose of 40 mg/dl. Troubleshooting for low blood glucose was not performed and customer's spouse was concerned about the calibration error. Assistance was provided for alarm and was advised to insure to calibrate the sensor when blood glucose is stable. Customer's spouse will monitor the sensor and is not returning it for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.